Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced no flow. The reporter stated that "article is not permeable and the rubber band gets stuck" there unknown patient involvement and unknown adverse event.

Manufacturer narrative:
Say additional information d9 section. Investigation summary: the complaint of silicone sleeve stuck down on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.